Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the abdomen. According to the patient¿s parent, on (B)(6) 2025, a skin reaction with scar extended beyond the patch perimeter. No photo was provided. There was no documentation of examinations or laboratory test performed. The scar was present more than 3 months after the skin reaction occurred. There was no treatment documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).